Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no physical damage noted to the battery compartment. The battery cap threads are stripped, and the battery cap will not secure appropriately to the pump. A test battery cap was used to complete testing. The pump powers on appropriately to the verification screen, with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient reported noticing last week that the pump was rebooting if bumped or dropped. He noted that the battery cap tightens to resistance. He denied structural damage to the battery compartment and cap, and denied corrosion in the battery compartment. He stated that the battery cap has never been changed.